Event description:
It was reported that during follow up, ventricular undersensing was noted in a vf episode stored egm. The device was reprogrammed. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.